Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the fowler collapsed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that an unspecified 3002 model bed was experiencing lift collapse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.